Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic bent and deformed. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -14.0/+3.5/097 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4)